Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a sensor that did not contain a needle. Customer also reported that two sensors were returning inaccurate readings. Blood glucose level was 165 mg/dl at the time of the call. No further information was provided.